Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to another device or patient anatomy were noted 5.6cm ¿ 6.0cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.